Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Placing PICC, came across occlusion. Nurse attempted to pull back and try to go again and staff noticed tip was sticking out and at that point the tip w/magnet fell off.